Event description:
It was reported that prior to an interventional, percutaneous procedure, pre-close placement of the sutures was attempted in a moderately calcified common femoral artery using a perclose proglide device. Femoral angiogram was not performed. Reportedly, when the needle plunger was retracted, a needle missed the cuff. The device was removed and the vessel was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Reported device (B)(4): it was reported that a femoral angiogram was not performed prior to arteriotomy closure with the device. The perclose proglide device instructions for use states under smc device placement to perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to- cuff miss was confirmed as evidenced by the anterior cuff remaining in the anterior foot pocket. The reported moderate calcification in the artery could have contributed to the anterior needle-to-cuff miss as calcification could have caused the needles to deflect during deployment. The instructions for use (IFU), under the special patient populations section states that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. In addition, the IFU states to perform a femoral angiogram to verify the location of the puncture site. The probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.